Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified, de novo proximal left anterior descending artery that was 95% stenosed. Pre-dilatation was performed with two unspecified balloon catheters (2.0 x 12 mm and 2.5 x 28 mm). A 2.5 x 48 mm xience xpedition stent delivery system was deployed when an edge dissection occurred which was treated with another xience xpedition. There was no adverse patient sequela reported. No additional information was provided.